Event description:
The customer contacted baxter's technical service center to report an issue of difficulty to remove white cap on patient line found on the disposable cassette before use. The home patient (hp) stated that he had to use 2 pliers to pull off the white cap on the patient line. The hp stated that since he stated using the lines, half of the time they were difficult to get off. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is known, batch review will be performed. A follow-up MDR will be submitted if additional information is obtained

Manufacturer narrative:
(B)(4). The reported connection issue was not confirmed.the cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.